Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. (B)(4).

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. Following the lss, impedance measurement varied from 300 ohms to 2500 ohms. Additionally, automatic threshold measurements showed fluctuating values. Noise, oversensing and pacing inhibition was noted. A review of the device data revealed two stored signal artifact monitor (sam) episodes. The first episode was due to noise on the atrial channel. The second episode was due to an out of range impedance measurement on the rv channel and noise which was oversensed due to the interaction with minute ventilation and respiratory rate trend sense amplifiers. A revision procedure was performed and this device and the competitive rv lead were replaced. The competitive atrial lead remains in service. No additional adverse patient effects were reported.